Event description:
An adverse skin reaction was reported with wear of the abbott diabetes care (adc) device. A customer experienced a skin infection at the sensor site. The customer experienced symptoms of "spot of the arm was red, inflamed" and pus came out when area pressed. The customer was unable to self-treat and had contact with a healthcare professional (hcp) who prescribed (unspecified) antibiotics for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.